Event description:
The tube detached from the nexiva catheter.

Manufacturer narrative:
The sample was received on 14 oct 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).